Manufacturer narrative:
The insulin pump was received with intermittent button response noted due to corroded keypad traces. No button error alarm noted during testing.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not performed. The device was returned for analysis.